Manufacturer narrative:
(B)(4).

Event description:
It was reported a navilyst catheter was being place with the use of vps. During removal of the stylet from the catheter, the stylet sheared and the tip was partially broken inside of the catheter. The customer had to have a chest x-ray to make sure nothing was retained after the catheter was removed.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that during removal of the stylet from the catheter, the stylet sheared and the tip was partially broken inside of the catheter this issue was confirmed. One vps stylet was returned. The catheter involved in the incident was not returned. The distal end of the stylet was damaged and with the transducer and a section of the polyimide tubing / coaxial wire missing. The ECG wire was exposed. The stylet body had numerous kinks/bends over the entire length. A separated 6.2 cm long section of polyimide tubing with the coaxial wire inside was also returned. The stylet drawing specifies the length of the body at 35 +/- .250 inches. The length of the ECG wire was measured at 35.1". The combined length of the two sections of polyimide tuning / coaxial wire measures 25.6" indicating that approximately 9.4 inches were missing. Microscopic examination found a flat end on the ECG wire with the transducer missing. The polyimide tubing / coaxial wire appear to have been torn. The instruction booklet states that arrow vps stylets are designed to be used with catheters with a minimum inner lumen diameter of .021 inches. Other remarks: the size / inner lumen diameter of the catheter involved in the incident was not reported. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined. No further action will be taken.